Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited error 42224. No adverse effects were reported.

Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported error message. The device was received with no physical damages. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log showed no evidence of the reported problem. To further investigate, the software app was also reviewed. The reported problem was replicated. The error was found in the software app, but not in the event log. The error code is transient and can be safely cleared. To correct the issue, the error code was cleared.